Manufacturer narrative:
Annex a code updated from leak to break.

Manufacturer narrative:
1. The video returned by the customer shows that near the middle of the extension tubing is damaged and leaking, and there is blood coagulation on inner wall from the damaged site of the extension tubing to the catheter. 2. DHR/bhr review lot#4016704 1-this batch of products were assembled at intima ii auto line 3 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the extension tubing batch used in this batch of products is 3360716, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for the relevant functional tests: the pinch clamp sealing pressure test (test process: the extension tubing is pinched by the pinch clamp in the same position for more than 64 times, and then being in the pinched state under 800mm pressure device for 3 days) and the 45psi leakage test. Test result: no leakage is found at extension tubing. Please see attachment for the test reports. 4. Analysis of possible causes: 1-in the flushing state, the inner wall of the product has blood coagulation, indicating that there is no damage in the extension tubing in the initial use of the product. 2-when the extension tubing is forcibly pinched by the pinch clamp to one side, it may cause damage to the extension tubing. Please see attachment pr#10880598-2 for the photos of simulated samples. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The video returned shows that the extension tubing is damaged and leaking, and the root cause of this defect cannot be determined as no defective sample is received for further examination.

Event description:
No additional information provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. 2024.08.16 01:14 when the emergency nurse was establishing IV access for this patient, she found that the port of the closed IV needle was leaking.01:15 the nurse immediately replaced the closed needle with a new closed needle to establish IV access.01:15 the quality of the closed needle was a problem, which affected the nurse's efficiency and left a bad impression on the patient's family.(B)(6) 2024 01:16 when the emergency nurse was establishing IV access for this patient, she found that the interface of the closed IV needle was leaking.